Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive bhcg result generated by unicel dxc 800 accesss chemistry analyzer. The results were reported out of the laboratory. The false positive result was repeated on another unit and negative results were obtained. The sample was also run on three other units with all generating negative results. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Qc results were recovered within +/- 2sd of established mean. System check performed on 05/27/2010 initially failed. The test was repeated and passed within specification. A bci field service engineer performed system check and it failed. Fse replaced parts and retested the system and it passed all checks. Fse performed carryover test and precision study which passed within speciation. Although hardware maintenance issues observed may probably be a contributing root cause to this event; a clear root cause can not be identified.